Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the packing at scope connector cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to foreign material, service found that there was a leakage from the scope cover, there was a pinhole on the switch button #1, the air/water cylinder was discolored, the suction cylinder was discolored, there was play in the up/down angulation knob due to worn angulation wire, the adhesive around the objective lens was chipped, the adhesive around the light guide lens was cracked, the adhesive on the bending section cover was cracked, and the universal cord was wrinkled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, foreign material was observed in the air/water tube, the air/water cylinder, and the j-tube (water jet channel). This report is being submitted for the malfunction found during device evaluation (foreign material in air/water tube, air/water cylinder and j-tube). There was no report of patient or user injury due to the event.